Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer was filling cartridge with cold insulin. Customer¿s blood glucose level was not impacted. Customer declined to perform troubleshooting. No additional event information was available.